Event description:
It was reported that, during an ent procedure, the evac 70 coblator wand could not produce ablation. Surgery was completed with a smith and nephew back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. The bottom electrode is worn away and only has a small portion of its body remaining. The top two electrodes have been fully ripped off the device and only the posts remain either from hitting an external object or pushing force. These findings are related to the reported event. The cable and saline line have been cut from the device. A functional evaluation could not be performed on the returned device due to its cut cable connector. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the failures could not be determined. Factors that could have contributed to them include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force or activating the device above recommended settings for prolonged periods of time). Worn and teared electrodes may seem like a decrease in the wand´s plasma production. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated.